Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited foreign material inside the air/water nozzle. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, olympus confirmed foreign material came out of the device, a component analysis of the collected foreign object confirmed that the solid matter was silicone rubber. In addition, the foreign object in the nozzle caused the water drainage to become poor. The event can be detected/prevented by following the instructions for use which state: pcf-h290zi user's manual operation section "chapter 3 preparation and inspection_3.3 inspection of the endoscope 3.8 inspection of the combined functions with related devices" should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.